Event description:
Cardinal health changed their insulin cat # 1188100777, adding a plunger to the top of the syringe to "minimize dead space"; the catalog number was not changed. The added plunger may cause the wrong dose to be given. Due to this item change and not being made aware of the change, there was a near miss insulin error; an rn (registered nurse) almost gave too much insulin to patient, but caught mistake in time. We have reached out to cardinal regarding this issue.